Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0366 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while preparing for placement, when flushing the catheter, little air bubbles came up in the connector. They noticed that ¿the rubber end fixating the wire inside, was lost.¿ after placement ¿no problems [aroused] the ventile closed as planned.¿ no additional information available.